Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was functionally tested per the product specifications (battery/power-on self-test). The device did not pass the battery test and the defective batteries were replaced to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a baxter service technician, a flo-gard infusion pump was found to have a low battery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.